Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device was tested with the spoon cable with adapter cable and a quik-combo cable with no problems observed. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during patient use, their device would not recognize the internal paddles when connected. The device showed paddles leads off even though the cable was connected. Medical personnel obtained a backup device and were able to successfully deliver defibrillation therapy to the patient. There were no adverse effects to the patient due to the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.